Manufacturer narrative:
(B) (4): - patient selection. The perclose proglide instructions for use state under "special patient populations, the safety and effectiveness have not been established, in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site." The device was received. Investigation is not completed.

Event description:
Device malfunction: needle to cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, no suture was present. The proglide device was removed and a second proglide device was use to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.